Event description:
A pt reports experiencing glare, halos and diplopia following intraocular lens (iol) implant surgery. She states that her vision is "like someone had thrown a handful of confetti in my eyes". The surgeon reports that the pt had a posterior vitreal detachment following the iol procedure. The pt was given a prescription for glasses to help decrease the complaints of glare and diplopia. The consumer states she is unable to wear the glasses. The surgeon reports he wanted to test the pt for cystoid muscular edema (cme), but the pt refused. In a follow-up, the surgeon reports the outcome of the event as "good".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/22/2008 and 10/31/2008 by phone, fax, and mail. A completed questionnaire was received on 11/03/2008.